Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a spinning spiros® closed male luer, red cap disconnected from the tubing. It was reported that a three-year-old patient with a central line was receiving a post-oncolytic saline flush when he started pushing his IV pole to the restroom. He was witnessed by his father. They said his tubing pulled and the spiros male leur lock pulled off at the end of the bd tubing. The patient lost about 10-15 ml of blood but the clinician didn't draw it up in the syringe. The event occurred at the hematology clinic. There was a patient involved however no harm was reported.